Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. With investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, it was noted that the left ventricular lead could not be implanted as it kept dislodging. The physician suspected lead damage. The lead was not used and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal . No anomalies were found.